Manufacturer narrative:
A4. Weight- 77.5kgs. E1: initial reporter facility name: (B)(6). Device evaluated by manufacturer: this direxion catheter was returned for analysis. The device shaft was microscopically analyzed for any damage., which revealed a fracture located 3.2 cm from the hub. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities.

Event description:
It was reported that the tail end of the catheter was falling off. A direxion catheter was selected for use. During unpacking, it was noted that the tail end of the microcatheter was falling off. The procedure was completed with a different device. There were no patient complications and the patient was stable.

Manufacturer narrative:
Patient's weight- 77.5kgs; initial reporter facility name: (B)(6) hospital

Event description:
It was reported that the tail end of the catheter was falling off. A direxion catheter was selected for use. During unpacking, it was noted that the tail end of the microcatheter was falling off. The procedure was completed with a different device. There were no patient complications and the patient was stable.